Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncope episode. Analysis of the system determined that this device exhibited low amplitude and undersensing on the right atrial channel. No changes have been performed. This device remains in service. No further adverse patient effects were reported.